Event description:
The affiliate reported a customer with suspected positive biological indicator (bi). The customer reported that one item was not recalled. The customer did not provide info regarding potential pt injury. Service was sent to the facility and found that the unit was working to specification.